Manufacturer narrative:
A ge representative evaluated the system and adjusted the workstation 5 volt power supply from 4.86 volts to 5.15 volts. The left monitor and right monitor do not match with the same image displayed. Customer decided not to replace monitors. System fluoro's with monitors having image quality issues as noted.

Event description:
The customer reported, the system displayed grainy images then the display went black. No pt injury was reported.